Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that there was a power equipment malfunction. Available details indicates that the power equipment malfunction was due to malfunction of dfm100 assy processor and dfm100-cbl ui to processor mix. The dfm100 assy processor and dfm100-cbl ui to processor mix was replaced and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter phone: (B)(6).